Event description:
The blood glucose on a (B)(6) child has been measured with the hemocue glucose 201 dm rt system using a capillary specimen. The value was reported to 79 mg/dl plasma equivalent (=71.2 mg/dl whole blood). At that time the child already showed hypoglycaemic symptoms, so the nurse decided to take a venous sample. The sample was sent to the lab and analyzed with biosen in whole blood. The result was 39 mg/dl. The child, who had now entered into coma, was treated based on the lab result. The pt recovered well and no permanent damage. The hemocue glucose 201 dm rt system is for professional use only.

Manufacturer narrative:
The hemocue glucose 201 dm rt system is not available on the united states market. However, similar devices are. The reported incident occurred in (B)(6). Eval summary: no malfunction could be found. Discrepant result could not be repeated.